Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer experienced high blood glucose level of 479 mg/dl. Customer's other blood glucose level was 123 mg/dl. The insulin pump received motor error and failed battery test during troubleshooting. The insulin pump will return for analysis.

Manufacturer narrative:
Device received with blank display due to missing battery tube spring. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify failed battery test alarm or motor error alarm due to blank display. Motor passed motor test.